Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the hematoma occurred after the pump was moved due to the patient experiencing pain from the device shifting. The pump was moved so that it could be anchored better. It was noted that the patient was seen for a refill and decided that the pump and therapy was relieving his pain. The device remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that there was no issue with the pump when it was moved from the patient¿s front to back. With regards to the cause of the hematoma and overdose the hcp noted, ¿no hematoma/overdose noted¿. Per the hcp, the patient pump was increased on (B)(6) 2021 and the patient was awaiting pump removal. Their plan was to monitor the patient until the pump could be removed per the patient¿s request.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (unknown) (asked/unknown mg/ml at asked/unknown mg/day) and dilaudid (hydromorphone) (asked/unknown mg/ml at asked/unknown mg/day) via an im plantable pump for non-malignant pain. It was reported that patient was not getting therapeutic results from the pump. Patient stated they had the pump moved from the front to the back, had a hematoma, and overdosed on morphine. Patient stated was switched to dilaudid and the dilaudid was "down to the lowest" and they aren't getting relief so they want to have the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.